Event description:
The hcp reported, that the patient's dose of medication was continually being increased without therapeutic benefit. The pump and catheter were explanted, and the surgeon flushed the catheter through with a syringe. It was seen to be ripped in 2 places, the system was replaced, and the patient was restarted at a 'very low dose' of lioresal. No other patient symptoms were reported. A follow-up repot will be submitted if additional information becomes available.

Manufacturer narrative:
.